Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. During lead revision on (B)(6) 2023, it was discovered that the lead had dislodged. The lead was successfully repositioned. The patient was stable and asymptomatic.